Event description:
It was reported that the health care professional (hcp) wanted to know why the cardiac resynchronization therapy defibrillator (crt-d) delayed providing therapy. Technical services (ts) reviewed the reports and asked if the patient was having a surgery at the time. It was confirmed that the patient was having a procedure at the time and coded. It was noted a magnet was placed over the device during the procedure to inhibit therapy. The health care professional (hcp) delivered external shocks. Several minutes later, the device delivered shocks, which indicates the magnet was removed. Ts also noted that there was one undersensed beat. Ts recommended investigating what transpired at the time of the event. The patient remained intubated in the intensive care unit at the time of the call. The device remains in use. No additional adverse patient effects were reported.